Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, he had dropped his pump while filling the tube and the tubing had pulled out from the connector needle. The blood glucose at the time of this event was 124 mg/dl. Reportedly, he had changed out his infusion set and resumed insulin therapy. No further information available.